Event description:
A patient presented to her physician and reported constant burning pain following implantation with essure micro-inserts. The physician reported that he removed the micro-inserts and drained fluid from the patient's peritoneum during 2 laparoscopic surgeries. The patient continued to complain of pain following removal of the micro-inserts. Additionally, a small piece of micro-insert coil remained in the patient's cornua so the physician decided upon a hysterectomy. The doctor reported that the patient's pain resolved following the hysterectomy and removal of the piece of micro-insert coil; the physician believes that the patient was experiencing an allergic reaction to the nickel contained in the essure micro-inserts. No nickel allergy test was performed on the patient before or after the essure procedure.

Manufacturer narrative:
IFU contraindication: the essure system should not be used in any patient with known hypersensitivity to nickel confirmed by skin test. IFU warning: patients with suspected hypersensitivity to nickel should undergo a skin test to assess hypersensitivity prior to an essure placement procedure.

Manufacturer narrative:
(B)(4).